Event description:
It was reported that during an unspecified procedure, sheath damage occurred. The lesion was located in an unspecified portion of the colon. The wallflex enteral colonic 30/25x 12 stent delivery system (sds) was advanced to the lesion. Following deployment of the stent, "the physician intended re-positioning" but "found the tip of sheath was split". The device was removed from the pt and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".